Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Quality control investigation of returned test strips on (B)(4) 2015 produced lo readings and black chemistry was observed. Most likely underlying root cause of appearance for black chemistry is improper storage.

Event description:
Customer stated that meter is displaying "e-5." Customer verifies with the customer that the "e-5" error message is occurring after the blood sample has been applied. Customer confirms using the incorrect blood testing technique; customer double dipping into the blood sample. Talked customer through the correct technique and received a blood result of 150mg/dl. Attempted to retest and error message persists.